Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported that an automated impella controller experienced a controller error outside of service. There was no patient involved.

Manufacturer narrative:
The investigation into the automated impella controller (aic) yellow alarm has been completed. Data analysis: imc logs confirm that the (opm communication stopped) [pump not connected] - controller error alarm was issued on the day of the complaint. Device analysis: the failure mode was reproducible upon initial boot up of the console during investigation. Visual inspection of the internal circuitry of the console confirmed that ribbon cable between the embedded personal computer (epc) and the optical bench was loose/disconnected and securing it resolved the alarm. Conclusion: the root cause for the (opm communication stopped) [pump not connected] - controller error alarm was a disconnected ribbon cable between the epc and the optical bench. Preventive maintenance process. D9 added device return and date d2 corrected common device name. E2 corrected health professional from yes to no. F6 and f8 should be blank.